Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During the surgery, a communication error occurred after the bolt to target measurement was taken and the arm was being moved away. The error message "problem with cooperative mode" appeared and the robot shut down. The robot needed to be restarted.

Manufacturer narrative:
The technical investigation indicated that the reported communication failure was due to a vigilance device failure probably provoked by an incorrect usage of the foot pedal. No more evidence are provided to conclude about the root cause for this issue.

Event description:
During the surgery, a communication error occurred after the bolt to target measurement was taken and the arm was being moved away. The error message "problem with cooperative mode" appeared and the robot shut down. The robot needed to be restarted.